Event description:
A malfunction was reported on the customer's pump with the appearance of malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the customer's pump within warranty. The customer was instructed to use manual daily injections as a backup therapy and advised on how to store the malfunctioning pump before returning it. The replacement pump was sent to the customer with instructions for setup upon receipt, and the process for returning the defective pump was clearly communicated.